Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: needle-to-cuff miss & suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed a second proglide device was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was available.